Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "scan again in 60" message and was unable to obtain readings via sensor scan, resulting in a loss of consciousness. Customer was treated with a "boost juice" by her husband and taken to a hospital where she was provided unspecified intravenous treatment for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.